Event description:
It was reported that the pt felt pain when he picked up his head. The pain would go down his spinal column. The pain began following a catheter revision. The pt also felt a tugging sensation near where the catheter was. Meningitis was ruled out. It was further reported that the pt's system was fine. The pt was diagnosed with a kidney infection and impaction. The symptoms that the pt reported were related to the kidney infection and bowel impaction. It was later reported that the catheter was revised due to a lack of efficacy. The drug in the pump at the time of the event was assumed to be lioresal, according to the MFR's rep. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).